Event description:
Boston scientific received information that during a defibrillation threshold (dft) test for this cardiac resynchronization therapy defibrillator (crt-d), the patient did not have pacing for approximately two seconds after the delivery of the shock. During this time, the patient had asystole for slightly longer than two seconds. Boston scientific technical services explained that after the delivery of a shock, it can take up to 2.25 seconds before ventricular pacing begins again. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.